Manufacturer narrative:
A steris clinical support representative arrived onsite to inspect the harmonyair a-series surgical light and could not duplicate the reported event. The clinical support representative found the unit to be operating properly; no repairs were required. The reported event is attributed to user error as the lighthandle covers were not properly attached to the surgical light by user facility personnel. The harmonyair a-series surgical light operator manual states (1-2), "warning - possible patient injury hazard: failure to engage the lighthandle cover completely may result in cover falling from lighthead during the procedure." The clinical support representative counseled the user facility on the proper use and operation of the harmonyair a-series surgical light, specifically properly attaching the lighthandle cover. A complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during patient procedures their lb83 lighthandle covers fell from their lighting system, entering the sterile field. The covers were removed, and the sterile fields were re-established resulting in procedure delays. The procedures were completed successfully. No report of injury.